Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient had been admitted to the hospital for the past week. Hcp initially stated the patient thought the implantable neurostimulator (ins) was broken in half and the battery was leaking inside her body. Hcp indicated patient wanted removal of the ins. Hcp stated that the patient was finally calmed down and reported symptoms relief (overactive bladder). It was indicated that patient was having bladder spasms but therapy was ok as she used to have to get up 500 times a night. Hcp wanted the ins turned off. Hcp stated patient had moved and had not re-established a local urologist that they were aware of. At about a day later, patient called to ask when the manufacturer representative (rep) would be arriving at the hospital. Patient then found that rep had arrived at the hospital. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.